Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that patient had a post-operative complication described as sub acromial impingement due to acromial spur. "Patient complaining of severe pain with movement. CT arthrogram revealed an acromial osteophyte causing impingement." The patient underwent a second re-operation without component change: arthroscopic procedure consisting of an extensive debridement, adhesiolysis, pancapsular release, sub acromial decompression, and sub coracoid osteophyte removal.

Event description:
It was reported that patient had a post-operative complication described as sub acromial impingement due to acromial spur. "Patient complaining of severe pain with movement. CT arthrogram revealed an acromial osteophyte causing impingement." The patient underwent a second re-operation without component change: arthroscopic procedure consisting of an extensive debridement, adhesiolysis, pancapsular release, sub acromial decompression, and sub coracoid osteophyte removal.

Manufacturer narrative:
The reported event could be confirmed, since the x-rays confirm the infection of the patient. This conclusion was verified by a medical expert upon review of the patient's case documentation. The opinion of the medical expert state as following: "the post-arthroscopy x-rays, show areas of periprosthetic radiolucencies that are compatible with the (confirmed) diagnosis of periprosthetic joint infection. 4 out of 4 positive tissue cultures showing the same microorganism (cutibacterium acnes) are sufficient to prove infection.". Furthermore: "the pathology report confirms the inflammatory response in the glenohumeral joint and fits well with the infection that was diagnosed on the basis of the positive cultures.". More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on the clinical opinion on the potential risk of infection caused by sterile packed stryker implants and instruments, ¿any kind of surgery bears the risk of infection. In trauma and orthopedic surgery with external or internal fixation implants or endoprostheses the infection risk varies between 0.5 % and 5 %, exceptionally up to 10 % and beyond, mainly depending on the respective surgical procedure and the typical patient population.". A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.